Manufacturer narrative:
The approximate event date is (B)(6) 2010. The device was not returned for evaluation. Review of the device history records was not possible as the lot number for the device is unk. The cause for the reported cardiac tamponade and subsequent death is unk.

Event description:
It was reported a pt with persistent atrial fibrillation underwent a pulmonary vein isolation ablation procedure. The pt was under general anesthesia and had two transseptal punctures performed. An slo introducer and an agilis nxt introducer were used in conjunction with a cool flex ablation catheter. The pt underwent pulmonary vein wide encirclement and a roof line. A mitral isthmus line was attempted, and mitral isthmus block proved difficult to achieve. The physician decided to use 50w with a maximum temp of 48 degrees celsius which is outside the recommended settings noted in the IFU for this product of 50w with a maximum temp of 45 degrees. During the mitral isthmus line, the patient's pressure dropped severely, and an echocardiogram showed fluid in the pericardial space. The ablation was halted and pericardiocentesis was attempted. The surgeons had to be called to assist and the pt was eventually transferred to the operating room for surgical repair. The physician states he was aggressive in trying to achieve the isthmus block and does not implicate the cool flex catheter as being the cause for the cardiac tamponade. Post procedure, the pt had recently died of pneumonia, which is believed to be directly related to the tamponade and subsequent surgery.